Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer inquired via phone call about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was 304 mg/dl. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No lost sensor alarms noted during testing. (B)(4).